Event description:
It was reported that the patient presented to the hospital complaining of blackouts. Upon admission, the patient was experiencing runs of ventricular standstill. The lead was removed and the patient was discharged from hospital the next day. The patient's condition was good.

Manufacturer narrative:
Final analysis found that all four lead tines were fractured and missing. Analysis determined that the tines were most likley damaged by an introducer and overtime, the damage propagated and the tines fractured. The damage resulted in the reported loss of capture.